Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 18 years since the subject device was manufactured. Based on the results of the investigation and since the actual product has not been returned to the quality department of the shirakawa plant and the detailed condition of the actual product cannot be confirmed, the information obtained from the survey results did not lead to the identification of the probable cause. The root cause could not be identified. We checked the instruction manual and found that it had descriptions related to the phenomena. Instructions: visera cysto-nephro videoscope, olympus cyf type va2. Important information ¿ please read before use. Warnings and cautions: do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break leading to fluid invasion into the endoscope. Do not bend the insertion section of the endoscope with excessive force. Insertion section damage may result. Chapter 3 preparation and inspection. Inspection of the forceps channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the videoscope exhibited a forceps channel port that was deformed. There were no reports of patient involvement.